Event description:
Customer reported the horizontal arm lock broke. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the horizontal lock assembly. System operates as intended. This MDR is related to ge healthcare complaint number.